Event description:
The healthcare professional reported the patient presented with an intracranial arterial stenosis underwent a vascular stent placement procedure. During the procedure, the complaint stent, a 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 7187283) became impeded in the proximal end of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x / 31018691) and could not be further advanced. The physician retracted the microcatheter and replaced it, but the stent was still impeded in the replacement microcatheter. The physician withdrew the stent and replaced it with another stent to complete the procedure. The procedure was prolonged by approximately 20 minutes. The most current status of the patient is reported to be stable. There was no report of any negative patient impact.on 21-jun-2023, additional information was received. The information indicated that the intracranial stenosis being treated was at the left middle cerebral artery (mca). A continuous flush was maintained through the microcatheter. The replacement microcatheter was another prowler select plus (606s255x). There was no anomaly noted on the original prowler select plus microcatheter; no damage noted. When the stent was removed from the patient, it was still on the delivery wire. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612). The information confirmed there was no negative patient impact. The physician did not consider the approximate 20-minute procedure delay to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7187283. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are:3008114965-2023-00397. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on (B)(6) 2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00396 and 3008114965-2023-00397. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component was returned already detached from the delivery wire. The delivery wire and the introducer were found without damages (i.e., no kinks, no bends, or elongations). Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The issue documented that significant resistance was encountered in the middle section of the microcatheter when the stent passed cannot be evaluated through functional test since during the procedure, the stent was found to be no longer on the delivery wire. In addition, none of the returned components presented damages to suggest that they were forcibly advanced because of the resistance encountered during the procedure. With the limited evidence available, the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient's vessels, and operator's technique, may have contributed to the reported failure. The complaint detailed that the stent was still attached to the delivery wire when it was removed; the detachment condition is suspected to have appeared during the post-operational handling of the device since it was not originally reported in the complaint, this condition is not considered related to the issue encountered during the procedure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7187283. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00396 and 3008114965-2023-00397. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.